Manufacturer narrative:
The last calibration performed on 09-dec-2022 was acceptable with no alarms. Quality control recovery failed on 19-dec-2022. Upon review of the alarm trace, multiple abnormal aspiration and abnormal liquid level alarms were observed near the time the sample was processed. The customer found a dirty sample probe and cleaned it. Air purges and probe washes were performed. The customer performed precision testing and quality controls with acceptable results. The issue did not reoccur. The investigation determined the maintenance actions performed by the customer resolved the issue.

Event description:
The initial reporter stated they received discrepant results for multiple patient samples tested with the ca2 (calcium gen.2) assay on a cobas c 503 analytical unit. The following example was provided by the customer: the sample initially resulted in a ca2 value of 6.8 mg/dl accompanied by a data flag and repeated as 8.3 mg/dl. The repeat result was deemed correct. The questionable result was reported outside of the laboratory and a corrected report was issued for the sample. The reagent ca2 lot was 661077 with an expiration date of 30-nov-2023.